Event description:
The customer stated that the meter would not turn on when they inserted the meter. The customer had already replaced the batteries because they noticed that segments were missing from the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacement was provided.